Manufacturer narrative:
Investigation of this report is in progress. The device is not available for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
During insertion of an intraocular lens (iol) from another manufacturer using a bausch + lomb delivery device, the haptic tore off of the lens. The lens was removed intraoperatively, requiring enlargement of the incision. No sutures were required and there were no patient complications. Additional information has been requested, but has not yet been received.

Manufacturer narrative:
Though requested, no additional information has been received. The product was not returned for evaluation; consequently, no product evaluation was performed. As such, the complaint could not be confirmed. Upon review of the device/ lot records, no non-conformities were found that would have caused or contributed to the reported complaint. The device history record (DHR) review confirmed that all validated processes as well as the sop's had been followed. No deviation or non-conformity was noted. There have been no additional complaints for this lot. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Issues during the loading process may easily lead to torn haptics. The most probable root cause for this event is operational context. No corrective action is necessary at this time.